Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump "suddenly stopped infusing". Mmdg did follow up with the initial reporter who stated that the patient did not notice any alarm before the pump shut off. They also stated that the patient had not had any issues due to the complaint. (B)(4).